Event description:
Reportedly, during patient use, the device powered up and shut off immediately afterwards. Patient outcome was not reported. The reporter stated patient outcome was not affected by the discrepancy, due to the ready use of the back-up device.